Event description:
The report stated that the electrode tip burned during a procedure. It looks like it burned through the air holes. Hosp contact did not believe there was an actual fire.

Manufacturer narrative:
The electrode outer tube is melted and charred around the aspiration holes. The sample failed hipot testing. This type of damage can be caused by simultaneously activating suction/irrigation and the electrosurgical current. The IFU warns simultaneously activating suction/irrigation and electrosurgical current may result in increased arcing at either the electrode tip or aspiration holes, and or burns to adjacent tissue. Clear irrigation fluid from the electrode and activate suction prior to activating the electrosurgical handset.